Event description:
It was reported that the ilet was charging slowly and not reaching expected charge levels despite a stable green light on the charger; after trying a different outlet per troubleshooting guidance, charging improved, indicating a battery or charging performance issue associated with the device¿s battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed premature battery discharge consistent with an energy storage system problem traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was a component-related battery issue.